Event description:
The customer contact reported the pump did not deliver. At an unspecified time, the pump was programmed to deliver 1000ml of lactated ringers and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported the nurse heard the pump alarming "for low fluids, that the volume entered was completed." At this time, the nurse noted that "the numbers on the display were incrementing down, but the bag was full." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).